Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 2032227-2015-33868.

Event description:
The mother reported via phone call that the customer received a motor error alarm during a bolus. Customer's blood glucose was 296 mg/dl. The mother could not recall any significant events leading to the alarm. The mother also stated they were able to complete the rewind sequence on their insulin pump. It was also reported the customer was currently hospitalized for high blood glucose from a bent cannula. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.